Event description:
Suture broke into 2 pieces at base, while sewing fascia. Physician reports no rough use, just normal practice. Suture was found & removed from body. Rest of box thrown away. The uterine incision was repaired with 0 vicryl in a running locked fashion. A second layer of 0 monocryl was used to obtain excellent hemostasis. The uterus was inspected and found to be hemostatic. The rectus muscles and internal aspect of the fascia were inspected, and hemostasis was assured. The fascia was reapproximated with two running and overlapping 0 vicryl sutures. The subcutaneous tissue was reapproximated with 3-0 vicryl. The skin was closed with 4-0 vicryl subcuticularly.